Event description:
Pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. Lens of colonoscope became foggy during procedure. Unable to clear lens. Scope fogginess makes it so the operator can miss polyps, which has the potential to result in harm to the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10tl-us is available in the USA with a 510k number k180285. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the event is considered to be a blurred image due to dirt on the lens surface. Only in specific areas, it is possible that the dirt on the lens is difficult to remove due to environmental factors, and the event is considered not due to manufacturing/design-originated issue based on the investigations at this time. If the lens is dirty and the range is limited, the inspection can be continued, and if the lens is very dirty, the lens can be removed and wiped. As for lens dirt, the symptoms occur immediately after use, so it is considered extremely unlikely that perforation or heavy bleeding will lead to clouding and lead to serious events. For the above reasons, it has not occurred frequently and the possibility of harm is low, so it is judged that no action is necessary.